Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) powered off immediately after the power button was pressed was confirmed during the functional test and visual inspection. The on/off button was squeezed into the platform. The investigation findings determined that the probable root cause of the power button issue was due to a damaged power button bracket. In addition, this damage caused the platform to immediately power off due to the power switch not being fully pushed in. The autopulse platform is a reusable device and was manufactured in 2009 and is 10 years old. It has exceeded its expected service life of 5 years. This type of physical damage is characteristic of normal wear and tear for the age of the device. The platform failed the initial functional testing due to error message user advisory (ua) 16 (timeout moving to take-up position) displayed when the platform was powered on and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The drivetrain motor and the encoder need to be replaced to address the issue. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the crew tried to revert manual CPR to autopulse platform (sn (B)(4)) on an 87 years old female cardiac arrest patient, the autopulse platform powered off just after the power button was pressed. In the same time, the patient was connected to the monitoring system and it showed that the patient has a pulse. Rosc (return of spontaneous circulation) was achieved and the patient was delivered to the hospital. The patient was pronounced in the hospital later in the evening. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The emergency medical services (ems) crew responded to (B)(6) female patient in cardiac arrest. Manual CPR was applied by the first responders prior to the ems crew arrival. When the autopulse platform was removed from the bag, it powered off immediately after the power button was pressed. The crew tried to push the power on/off button again, resulting the button to be pushed inside the board, however, the autopulse platform would not start. The patient was connected to the monitoring system and it was determined that the patient has a pulse. Manual CPR was discontinued. Rosc (return of spontaneous circulation) was achieved and the patient was delivered to the hospital. The patient was pronounced in the hospital later in the evening; however, the cause of death was not specified. According to the reporter, the patient outcome was not attributed to the device.